Manufacturer narrative:
Alleged failure: the delay was caused by the l11 losing light. I will attach images. Delay of surgery about five minutes salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a missing contact ring. This will result in the light output not turning on, not recognizing when cable is inserted and or flickering. The esst spring needs to make consistent contact with the metal on the proximal end of the light cable for the safelight technology to work properly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light (image).